Event description:
It was later reported that patient received assistance from their manufacturer representative and her concerns were resolved. It was also reported that patient still had concerns regarding their device or therapy but was working with health care provider or manufacturer representative. It was also indicated that the patient was in "program" with their interstim. Patient appointment was scheduled on (B)(6) 2014.

Event description:
It was later reported that patient received assistance from their manufacturer representative and her concerns were resolved and had no concerns with their device or therapy. The patient also noted no appointment at this time.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# j0424905v, implanted: (B)(6) 2004, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and she was trying to get her device to work right. The patient stated that the trouble began two days prior to the report when a manufacturer representative changed her to program 1. She noted that she met with the representative once a month as she had issues with symptom control for the past year. On program 1 she got up every two hours at night, so she wanted to try a different setting. The patient mentioned that some of her issues were her problem because she was turning the device off when she should not be; she was pressing the wrong buttons on the programmer. The patient was assisted in moving from program 1 at 2.05 to program 2 at 1.95. However, she was feeling a zapping and decreased to 1.50. She did not feel anything at this setting, so tried to change positions to see if she felt more as sometimes when she sat down she felt more. She finally increased to 1.70 and felt stimulation. No further interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.